Event description:
Boston scientific received information that device battery longevity measured five (5) years, then approximately five months later, device battery displayed three and a half (3.5) years. Finally, approximately eight months later, device battery longevity displayed two and a half (2.5) years remaining. To date, no adverse patient effects reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the device was later explanted for normal battery depletion.